Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead was unable to be implanted and had an unspecified helix rotation issue. The lead was not used and replaced during procedure. There were no patient consequences.